Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 34 months post implant of a bifurcated device, an infrarenal aortic extension and two limb extensions an endoleak was identified. Reportedly, the patient had an identifiable type 3b endoleak at the bifurcation of the original implant. The physician decided to reline the entire graft with a bifurcated an infrarenal aortic extension and two limb extensions. The patient is doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices were not returned for evaluation and remained in the patient. There were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to: the right iliac artery diameter was > 23 mm (2.7 cm). Cautionary product use included: a history of chronic renal disease and s/p kidney transplant (inability to tolerate contrast surveillance) and, the relining of a previously placed stent at the event procedure. Disease progression and/or aortic remodeling from unresolved endoleaks might have contributed to this event. There was substantiated evidence of a coiling of the ima and lumbar arteries prior to (B)(6) 2013. It was unknown if this initial secondary procedure changed the integrity of the stents. There was a distal body endoleak (iiib, or persistent ii due to the close proximity to coils) 25 months post index that might have also been present on the CT study 33 months post index. Assessment was difficult due to image artifact. At that time, there was evidence of a new posterior bifurcation endoleak iiib near the right iliac portion of the stent. The second, secondary procedure of a bifurcated, proximal and bilateral iliac stent relining was substantiated. The final disposition of the patient was not known, however it was reported that they are doing well. A manufacturing record review was performed; the lot met all release criteria with one possible related issue or deviation that would explain the reported event. However, it was unknown if the initial secondary procedure changed the integrity of the stents, i.e., wire manipulations, catheter maneuvering inside the stent, and ballooning inside a calcified/small vessel. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined based upon available information.

Event description:
It was reported that approximately 33 months post implant of a bifurcated device, an infrarenal aortic extension and two limb extensions an endoleak was identified. Reportedly, the patient had multiple computed tomography's and the sac is expanding. The physician is having trouble identifying where the leak is coming from, and it is leaking into the sac. It is not a type two endoleak and the patient is under surveillance. Physician has elected to bring the patient in the next two weeks to seal the endoleak.